Manufacturer narrative:
Manufacturer's ref. No: (B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray navigational eco catheter. During the procedure, it was reported that the pentaray navigational eco catheter was being inserted into the sro fas cath 8.5f sheath when the catheter became stuck and the introducer of the catheter slipped within the sheath. There were no wires or braids exposed on the catheter. No reported issues with lifted or sharp rings. The catheter was replaced and the issue was resolved. The procedure was continued without patient consequence. The returned device was visually inspected and it was found in normal conditions. Then the catheter outer diameter was measured and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 6/22/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17664152l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: non biosense webster, inc. - sro fas cath 8.5f sheath (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray navigational eco catheter. During the procedure, it was reported that the pentaray navigational eco catheter was being inserted into the sro fas cath 8.5f sheath when the catheter became stuck and the introducer of the catheter slipped within the sheath. There were no wires or braids exposed on the catheter. No reported issues with lifted or sharp rings. The catheter was replaced and the issue was resolved. The procedure was continued without patient consequence. This issue has been assessed as a reportable malfunction. If the introducer comes out the sheath, then the patient will require percutaneous or surgical removal.